Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 03-oct-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 98, 106, 101, 112 and 108 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected pm fasting blood glucose test result is 103 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor due to the meter results; no further information was provided. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 01/31/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 98 mg/dl date: (B)(6) 2023 time: 1:22 pm fasting am. Result 2: 106 mg/dl date: (B)(6) 2023 time: 1:21pm fasting am. Result 3: 101 mg/dl date: (B)(6) 2023 time: 12:20 pm fasting pm. Result 4: 112 mg/dl date: (B)(6) 2023 time: 12:18 pm fasting pm. Result 5: 108 mg/dl date: (B)(6) 2023 time: 12:17 pm fasting pm.